Event description:
During a routine hemodialysis treatment, it was observed that the saline bag had ballooned up about 3x the normal size. The pt reported not feeling well. A saline bolus was administered and treatment was discontinued. It was determined that the operator failed to disconnect the drain line from the saline bag, causing effluent to fill the saline bag instead of going to the drain. The pt went to the hosp and was treated with prophylactic antibiotics. Facility staff confirmed the pt's blood culture results as positive for methicillin resistant staphylococcus aureus. The pt is being treated with IV antibiotics for one month and is responding well. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the pt's staph infection to user error as the operator failed to disconnect the drain line form the saline bag, causing the pt to receive effluent fluid instead of sterile saline. Facility staff will provide retraining to the operator. Nxstage medical considers this report closed. No add'l info will be provided.